Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the intermittent display was caused by damage to the cable. The cause of the damaged cable was attributed to customer handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image on the autoclavable camera head did not appear or was blurred. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a cut in the cable, which caused the image to darken and the visual field to be suddenly lost. Additionally, due to the malfunction of image functionality, the white balance could not be properly adjusted as usual. For this reason, an error message (e311) was displayed on the monitor during testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.